Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump settings were input into the pump incorrectly. Tandem technical support guided the customer through correcting pump settings. Customer's blood glucose level was not impacted.